Event description:
Hello, I have been using your proxabrush interdental brushes for many years, and my son uses them as well. They are essential for us because we tend to develop a lot of tartar, and these brushes had solved the problem. However, for about a year now they no longer work well. The brushes break or bend and can get stuck between my teeth from the very first use, regardless of the brush size. At first, I thought I had purchased a bad batch, but this has continued for over a year. Have you changed anything in these products? They are now useless, comparable to those from the jean coutu pharmacy brand (which I had tried years ago). Thank you. Customer confirmed product not available for return.